Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) exhibited failure to capture. It was also noted that the lv lead had dislodged. Programming changes were made. Subsequently, the lv was explanted and replaced. The patient was in stable condition.